Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. The patient¿s mother reported a skin reaction with itching, redness and dry skin, which occurred five days after the sensor had been inserted. The patient visited his healthcare personnel (hcp) (B)(6) 2021 and was treated with unspecified antibiotics for an infection, cavilon, ¿perotin¿ for itching, and a barrier film. It was reported that the issues had resolved some since then. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.